Event description:
A customer in (B)(6) reported false resistant results for beta lactam drugs, for an escherichia coli isolate from a patient, in association with the vitek® 2 ast-n372 test kit (lot 0220461404). The customer reported testing the isolate on (B)(6) 2018, and obtained several resistant results for the beta lactam drugs, including ertapenem. The customer then repeated with an extended card (n233 + xn05) on (B)(6) 2018 and obtained all susceptible results. The customer stated that results were delayed more than 24 hours. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested that testing be repeated using : n372 colonies from the cps primary plate; n372- colonies from the cos purity plate from n233 test; n372- colonies from a fresh cos purity plate; on (B)(6) 2018, all three tests produced susceptible beta lactam results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported false resistant results for beta-lactam drugs, for an escherichia coli isolate from a patient, in association with the vitek® 2 ast-n372 test kit (lot 0220461404). An internal biomérieux investigation was performed. Testing with v7.01: one (1) card from the customer lot (cl : 0220461404) and one (1) card from a random lot (rl : 0220468104) were tested from chromid® cpse subculture. These tests gave susceptible results on all drugs with both lots tested. Conclusion: in house, the resistant results for the beta-lactam drugs were not duplicated. Vitek 2 ast-n372 card performed as intended and no further action is required.